Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer did not fill cannula after filling the infusion set tubing. Customer's blood glucose was 330 mg/dl. Tandem technical support guided customer through load fill tubing process.